Event description:
It was reported that the pt experienced withdrawal symptoms over a month ago. It was noted that the catheter was fractured and the distal portion of the catheter had slipped down into the canal. The concentration and daily dose of baclofen being delivered via the pump were not reported. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
Used for catheter.